Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a study that the patient was submitted to coronary angioplasty, and received a xience v implant. The patient presented with myocardial infarct after the procedure. The patient was discharged after cardiac enzymes level normalization. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information and analysis of the returned product. Mi, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. These patient effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the elevated enzymes are a secondary effect of the mi, which was not treated. In this case, a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined.